Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed and all testing results met specifications for the reported lot code at the time of release. Additionally, there were no deviations noted during batch record review. A potential root cause can be attributed to: a component related problem, however an issue with the cannula is outside the viscoelastic manufacturers responsibility and no material deviation are reported on the used components; reported deviations (gliding force and pull-off force); it can however not be determined whether the complaint is related to these deviations since the sample was not returned for evaluation. Customer usage, as the needle is not completely assembled onto the syringe; however no conclusions can be made as this is outside the manufacturers responsibility. Since the complaint sample is not returned no conclusive root cause can be determined for this complaint. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no CAPA is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a viscoelastic cannula was popped off during a surgery. No patient harm was reported. Additional information has been requested. Additional information received clarified that cannula was popped off during a cataract surgery. There was no harm to the patient. Additional information has been requested. Additional information received further clarified that the kit provided cannula was secured onto the syringe with the locking ring per the product's directions for use. An alternate viscoelastic was obtained in order to complete the procedure.